Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. During the most recent follow-up visit, the estimated battery longevity showed less than 3 months remaining. It was noted that the patient is pacemaker dependent (98%). Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return. Additional information: this device has not returned for analysis. Despite several attempts to obtain product return, no response was provided from the field and the device was not received.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. During the most recent follow-up visit, the estimated battery longevity showed less than 3 months remaining. It was noted that the patient is pacemaker dependent (98%). This device currently remains implanted and in service. No adverse patient effects were reported.

Event description:
It was reported that this device was suspected of exhibiting premature battery depletion behavior. During the most recent follow-up visit, the estimated battery longevity showed less than 3 months remaining. It was noted that the patient is pacemaker dependent (98%). Subsequently, this device was explanted and replaced. No additional adverse patient effects were reported. This device is expected for return.

Manufacturer narrative:
This device is expected for return. Following completion of laboratory analysis, this event will be further updated.